Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation a running in the wrong mode condition was found and then reported. Based on the investigation details, the likely cause was problems with the e-box, which was replaced along with other components.

Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation the device ran in forward when in the reverse position. There was no patient involvement or any adverse consequences reported. This event is being remediated for running in the wrong mode.